Event description:
It was reported that during the implant procedure, the lead was initially inserted into the device, and the setscrew was tightened. The lead was then tested for stability but was found to be unsecure. It was determined that the setscrew had come out of the header and was attached to the screwdriver. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.